Manufacturer narrative:
This report was corrected from an adverse event to a product problem.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 300 mg/dl. Customer stated act and both arrows do not work properly. Customer was advised that we will send oow letter. The customer was advised to revert to backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated with correction from pump.